Manufacturer narrative:
Visual inspection identified a fold flaw measuring approximately 80mm in length that has developed into a split measuring approximately 2mm which is located on the anterior surface near the periphery at the 7 o'clock position which does not protrude onto the posterior surface. Pressure testing identified no other leaks or breaches. Microscopic examination (x10) identified signs of fatigue around the split on the fold flaw. The product met all manufacturing and quality specifications post MFR. The fold flaw / split are not manufacturing faults.